Event description:
It was reported that the procedure was being performed in the pediatric care unit. The spring wire guide was being used during insertion of the 3-lumen 5.5 fr. 13 cm catheter into the pts right subclavian. The wire was inserted without difficulty and the catheter was then inserted. At which time, it was impossible for them to remove the wire. They noticed kinking and breaking of the wire at the vein puncture site. As a result, the spring wire guide wire guide was removed using a clamp. Some x-rays were performed.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.